Manufacturer narrative:
Manufacturing date from june 17, 2016 to june 20, 2016. (B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid inside the bag that contained the unit. Visual inspection also noted that there was an untightened red luer cap. The red cap is not a baxter product, the customer did not use the correct blue winged cap. A functional test was performed by tightening the red cap and filling the unit with no issues noted. The test was repeated with the correct blue cap with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor was leaking after preparing with 900mg of fluorouracil and another unknown drug. Total fill volume is 46 ml. There was no patient involvement. No additional information is available.